Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Date of event - unknown. Device code - unknown. Expiration date - unknown. Date implanted - unknown. Date explanted - unknown. Initial reporter. PMA/510(k) number. Manufacture date ¿ unknown. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that patient underwent a knee arthroplasty on an unknown date. Subsequently, the patient was revised on an unknown date approximately one year post-op due to stiffness and acl contracture and scarring. The acl and posterior capsule were released for straightening, and the poly bearing was removed and replaced. No further information has been provided.